Event description:
Pt undergoing a voiding cystourethrogram (vcug). Upon completion of procedure, physician was unable to deflate the catheter balloon. Catheter balloon function was tested prior to insertion, and functioned properly. Catheter was removed without surgical intervention or injury to pt.